Event description:
The user facility reported that the physician stated the angio-seal device had no foot plate in the device. Patient condition was stable. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 02 feb 2023: the procedure performed was a left heart catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion. The doctor stated that the device didn't have a foot plate so the whole device came out of the artery when he pulled back to deploy. Hemostasis was achieved by manual compression. There was no blood loss. There were no concomitant medical products used with the angio-seal device involved.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code & lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).